Event description:
Strike through occurred when this particular drape was being used in the following surgical procedure: intramedullary rodding of tibia. Per the MFR, the drape is "moisture proof to eliminate fluid strike through." Subsequent to the procedure, the pt sustained a deep wound infection at the surgical site requiring repeat surgery. The surgical nurse noted that fluids had soaked through the drape when removing the drape at end of the surgical procedure. The hosp discontinued the use of drapes manufactured by co. Specifications from the MFR state that the drape is "moisture proof to eliminate fluid strike through."